Event description:
Initially, a report was received from a hemodialysis user facility who reported the lines are separating once they heat up and start leaking. The lpn was contacted for additional information where it was learned that when she connected the needle to the arterial luer lock and then started the dialysis treatment, she noticed that air had built up in the arterial chamber causing the machine to alarm. The nurse then reported that she checked the connection and she noted that the luer lock separated from the arterial bloodline. As a result of the event, the patient did have a 125 ml loss of blood. It was also reported that she was able to return the blood contained in the venous line back to the patient. A new arterial line was then set up on the dialysis machine and the treatment was resumed and completed without further incidence. The lpn reported that the patient is fine with no ill effect from this event. No sample is available for an evaluation and the lot number is unknown.